Event description:
It was reported when the device was used during a low anterior resection, it did not deploy any staples. It was reported the surgeon was unable to observe the rectal stump because it had retracted. A stapler was advanced, and it passed though the lumen of the rectal stump where the staple line should have been. The case was completed using sutures. Consequently the pt received a diverting ileostomy. There were no other pt consequences.